Manufacturer narrative:
(B)(4).

Event description:
Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 03/11/2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. Additionally, it was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom continuous glucose monitoring (cgm) application is only compatible for select devices and operating systems. No additional event or patient information is available.